Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the patient underwent left chronic subdural hematoma burr hole drainage on (B)(6) 2026, and returned to the ward. During the procedure, an external ventricular drainage and monitoring catheter was placed and connected to an external drainage device to drain accumulated blood from the operative cavity. On (B)(6) 2026, when the drainage fluid in the external drainage device was being emptied, it was found that the outlet port of the drainage device was located outside the fluid pathway of the device and did not communicate with the fluid inside. As a result, the drainage fluid could not be discharged through the outlet port. The physician was informed, and the device would be replaced when the drainage bag became full, or removed according to the physician¿s order.